Manufacturer narrative:
(B)(4). An ultraflex esophageal ng proximal release covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was fully cover and undeployed. The shaft was slightly bent, and the loops of the stent were noted to be bent inward. Functional examination was performed by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand. By retracting the finger ring the crocheted suture that binds to the delivery system shaft, the stent was gradually released from the delivery system, the stent was release without problems. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent. The reported event of stent failure to deploy was not confirmed; the stent was deployed without resistance. The investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used the by the user trying to deploy the stent, could have caused the resistance felt during the procedure and for this reason the stent failed to deploy and the shaft was slightly bent. Additionally, the stent loops were bent; however, there is insufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause of the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 12, 2020 that an ultraflex esophageal ng proximal release covered stent was to be implanted in the esophagus to treat an esophageal stenosis during stenting procedure performed on (B)(6) 2020. According to the complainant, the stent failed to deploy. Reportedly, the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent loops were bent.